Event description:
It was reported that the driver support cap came out of the insulin pump after an infusion set change, and the customer did push the cap back in while connected. It was also reported that the customer had problems with the activate button for the past couple of days. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. A protruded/loose drive support disk, missing end cap sticker and cracked reservoir tube lip was also noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.